Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of device not powering up was duplicated and attributed to a faulty integrated circuit on the digital board. The customer's report of defib fault 79 and pacer fault 122 was duplicated and the analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 122" and "defib fault 79" messages and then would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.